Event description:
5 days post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient was brought to the cath lab on an emergent basis in 2005. Patient presented with pre syncopal symptoms including lightheadedness and feeling faint. The non-calcified, non-tortuous, 95% stenosed mid rca lesion, was predilated with a 1.5x20mm maverick balloon inflated to 12 atm's for 30 seconds. The physician then placed the taxus express2 2.5x20mm drug eluting stent in the mid rca. The stent balloon was inflated to 12 atm's for an unknown length of time. The stent was not post-dilated. The stent placement looked good. The patient was given a bolus of reopro, but it was stopped due to a hematoma. Plavix was also ordered to be continued for 6 months. The patient was dicharged on 4 days later. The next day, the patient returned to the cll due chest pain, nausea and diaphoresis. Patient was treated with a 5,000 unit of bolus of heparin and a heparin drip was also started before returning to the ccl. Once in the cath lab, they found the entire right system was occluded with thrombus. A 2.0x20mm maverick balloon was used to open the vessel up. It was inflated to 12 atm's for 30 seconds. The physician then placed a 2.5x9mm medtronic s660 bare metal stent distal to the taxus stent in the rca. The patient condition was reported to be satisfactory. It was also reported that the patient was compliant with the plavix. Patient was discharged home 5 days later. No further patient complications were reported.